Event description:
A 3.0mm x 18mm length medtronic ave gfx2 stent was unable to cross into the right coronary artery following predillation and deployment of a 3.0mm x 30mm length stent distally. Upon removal of the undeployed stent, the stent dislodged at the guide catheter while still in the coronary artery. The stent while still on wire was pulled back to the sheath, where wire position was lost and the stent then dislodged into the right iliac artery. The stent migrated to the left iliac artery. Subsequently, the stent was successfully retrieved using a snare device. The physician did not follow the instructions for use when he pulled the undeployed stent into the guide catheter. There was no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.